Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 95% stenosed, heavily calcified, target lesion was in the moderately tortuous proximal right coronary artery. The lesion was predilated with a "2.0mm" maverick2 balloon catheter. The physician had advanced a 3.5x32mm taxus express2 drug eluting stent to treat the target lesion, but the device would not cross the lesion and a lifted stent strut was noted. The procedure was completed with another 3.5x32mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good".